Event description:
The initial reporter complained of questionable inr results from a coaguchek xs pro serial number (B)(4) compared to a laboratory method using neoplastine c+ reagent. This medwatch will cover strip lot 36888011. For information on strip lot 30497515 refer to the medwatch with patient identifier (B)(6). On (B)(6) 2019 using strip lot 36888011, the result from the meter was 4.3 inr. Within 30 minutes a venous sample was collected which resulted in a laboratory result of 2.9 inr. On (B)(6) 2019 at 11:25 am using strip lot 30497515, the result from the meter was 4.4 inr. At 11:30 am the laboratory result from a venous sample was 2.9 inr. The patient's therapeutic range is 2.0 - 3.0 inr. There was no allegation of an adverse event. The patient is not anemic or polycythemia. The customer stated that the patient's blood counts have been low but the patient's recent hematocrit was 32.5 percent. The patient is not on heparin or direct thrombin inhibitors, does not have antiphospholipid antibodies, is on no new medications, no changes in diet, no new illnesses, and no symptoms of abnormal bleeding or bruising. The patient withheld their coumadin on (B)(6) 2019 due to high results obtained on (B)(6) 2019. Based on the laboratory result from (B)(6) 2019, the patient adjusted their coumadin dosage. The affected products were requested for return. Strip lot 36888011 was returned. The returned customer test strips were measured with a retention meter with liquid qc of a high level. The obtained results were in the allowed range. No error messages occurred during the investigation. Testing results: qc 1: 3.2 inr, qc 2: 3.2 inr, qc 3: 3.2 inr. Relevant retention test strips (lot 368880) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.